Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a rep met with a patient to interrogate their ipg. They could not connect to the ipg. The patient reported had been unable to charge for approximately 6 months. Surgical intervention was taken where the ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable and no longer communicating with external devices. The patient had been unable to charge the ipg for approx. 6 months. Surgical intervention was undertaken on 09sep2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.